Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 4092-58, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that there was high thresholds with no capture and undersensing of p-waves on the right atrial (ra) lead. The lead was turned off and not replaced due to the patient's age. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.